Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results with 3 patient samples using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. Patient 1 initially generated a sars-cov-2 positive result. The same sample was repeated twice on the same device and both results were negative. Patient 2 initially generated a sars-cov-2 positive result. A new sample was collected and tested on another cobas liat and another platform (genexpert) and both results were negative. Patient 3 initially generated negative results across all targets. A new sample was collected and tested on another cobas liat and generated a sars-cov-2 positive result. The negative results were reported out. No harm or injury alleged. Per the FDA, eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
The most likely cause for the discrepancies observed is due to; the samples having a low viral load, where results are known to waiver, and differing sample collections. This is a sample-specific issue and the reagent is performing as expected. Based on the data review, patients 1 and 3 both appear to be low level positive samples, which wavered upon re-testing. This low level of amplification observed could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Patient 2, which demonstrated a more strongly positive result, may be due to differing sample collections or possible contamination of the original sample. Sample to sample variability can occur due to: when the sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how the sample was stored prior to testing (sample degradation); or inadequate sample collection. While it is hard to specify cross-contamination as a cause, it is a possibility. There were no related non-conformances observed. No system impact was observed.